Manufacturer narrative:
Only the metal shaft of the catheter passer was returned. The obturator, tip, and handle of the catheter passer were not returned. Therefore the condition of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery when tunneling from skull to neck with the short catheter passer, the surgeon indicated the plastic tip is missing from the passer. According to the report, the tip was not found.